Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. During the inspection, it was noted that the ez change water trap was full of water. The water trap was emptied and the unit was returned to service. (B)(4).

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.